Event description:
It was reported to boston scientific corp. That an rx needle knife sphincterotome device was used in an endoscopic sphincterotomy (est) procedure and when attempting to introduce a guidewire into the device, a dent on the catheter was noted. Due to the deformation, the physician was unable to advance the guidewire. The procedure was successfully completed with another of the same device. No pt complications were reported as a result of this event, and the pt's condition was reported as "good" after the procedure.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacturer and expiration dates cannot be determined.